Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the pcmcia cable and release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the srt while the product surveillance technician (pst) was collecting the data logs from the ccm, error messages were present. The srt duplicated the reported complaint. He observed that the ccm screen was black with a red outline/gray box in the center of the screen with a 'system error' message present that prevented the ccm from working. The pcmcia card reader was removed and replaced with a lab use only (luo) pcmcia card reader and the issue resolved. The original pcmcia card reader was put back into the ccm and the issue was present again. It was determined that the pcmcia card reader was defective. This complaint is related to (B)(4) / MFR# 1828100-2023-00224.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the pcmcia card reader caused the central control monitor (ccm) to crash when collecting logs. There was no patient involvement.